Manufacturer narrative:
Concomitant medical products: prodict ID: 6935m55, product type: lead, implanted: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient called to report hearing an alert tone from the implantable cardioverter defibrillator (ICD). A check on the device revealed that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to oversensing of 60-cycle noise exposure. The noise exposure was seen on both the atrial and ventricular channel of the device. The alert was cleared. The device remains in use. No patient complications have been reported as a result of this event.